Event description:
It was reported that the patient had an infection of both the pocket and the paraxiphoid incision for the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Subsequently both the s-ICD and electrode were explanted. Upon clearing of the infection, the patient will be implanted with a transvenous implantable cardioverter defibrillator (ICD) due to indications for bradycardia. No additional adverse effects were reported. The products are not expected to be returned as they were contaminated.

Manufacturer narrative:
The products are not expected to be returned as they were contaminated.